Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient couldn´t remember the exact error message. She reported having two sensors that couldn¿t work properly but wasn¿t able to specify what the error message was. The cgm reading was low before going to sleep. She had a low in the middle of the night and her husband couldn't wake her up. He saw his wife already unresponsive while sleeping. There was no bg taken as they were not able to get a finger prick comparison. The husband took her to a hospital and she was admitted for 9 days. The patient couldn´t remember the medication administered at the hospital. At the time of the report the patient was fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.